Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that insulin "squirt" out when attempted to prime. Insulin pump will be replaced.

Manufacturer narrative:
No unexpected alarms were noted during testing. The insulin pump passed the displacement test. The insulin pump had a prime anomaly due to severe moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker. Moisture damage was noted on the motor assembly and electronic assemblies. A corroded battery cap was noted.